Event description:
A greenfield filter was implanted on (B)(6) 2020. On (B)(6) 2020, it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2020, it was noted that perforation had occurred. No further patient complications were reported. It was further reported that the patient needed an ivc filter placement to prevent significant pe post a motor vehicle collision which left the patient with a t10 paraplegia. The greenfield filter was placed with no complications. During a follow-up visit on (B)(6) 2008 that the filter was observed to be in a normal position. During a CT scan of the abdomen without contrast on (B)(6) 2017 that revealed that the ivc filter was just above the junction of the right and left iliac veins. Two anterior struts protruded past the anterior wall of the ivc.

Manufacturer narrative:
Correction b3: date of event previously reported as (B)(6) 2016 corrected date is (B)(6) 2017.